Event description:
Writer received copy of customer medwatch from the FDA stating that a critically ill patient was receiving multiple inotropes via two pumps. Both pumps had a channel failure in each of them, requiring the inotrope that was infusing in that channel to be emergently changed to another pump. Stating the device did not do what it was supposed to do. The condition occurred during patient infusion. The medwatch also stated that clinical engineering analysis is pending. No additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.